Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a physician questioned what was regarded as a discordant, falsely elevated tpsa patient result obtained on the dimension exl system. Siemens headquarters support center evaluated the information provided by the customer. Due to the duration of time between the incident and the reporting to siemens, instrument data logs were not available. However, the test result that was reported was flagged as diluted with no result which means that it may be above the auto-dilute assay range. A manual dilution should have been run to check for this. As per the dimension exl operator's guide, this is not a reportable result. This event is an operator use error and does not relate to a product non-conformance. The dimension exl with lm operator's guide states the following for a diluted flag: diluted explanation: the test has been autodiluted. What to do: if the assay result is printed, the assay range was not exceeded and the result may be reported. If no assay result is printed, the result did exceed the assay range. Do the following: ensure that sufficient sample volume was available in the sample container. Verify the sample quality (fibrin, air bubbles, etc.). Rerun the test. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample on the dimension exl system. The customer reported a numerical result for a non-reportable diluted flag. This result was reported to the physician who later questioned the result. The physician felt the result was discordant when new samples on the same patient processed in later months resulted lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tpsa result.